Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the left hip. During the revision, the hemi head 48mm was explanted. As of today, the implanted devices, all of which were used in said revision, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, modular sleeve, r3 shell, stem and r3 liner was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the synergy hip stem or r3 shell. Similar complaints have been identified for the r3 liner, modular sleeve and hemi head. However, as the devices are no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The revision operative report did not note any findings consistent with pseudotumor formation. With the information provided, the clinical root cause of the pain and intraoperative findings of ¿signs of metallosis¿ cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the applicable devices or further information we cannot advance the investigation or confirm the details supplied in this complaint. Furthermore, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to the insufficient information provided, we are unable to determine specific factors known to contribute to the alleged fault. If the devices or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative action is not indicated.

Event description:
*Us legal mdl* it was reported that, after a bhr-tha construct had been implanted on the plaintiff's left hip on (B)(6) 2009, the plaintiff experienced pain, metallosis, elevated metal ion levels, pseudotumor formation and failure of hip replacement. A revision surgery was performed on (B)(6) 2014 to treat this adverse event. According to the report, the hemi head was explanted and replaced with an r3 liner + oxinium femoral head. The plaintiff´s outcome is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(4).